Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05404. It was reported the patient began to receive inadequate stimulation after experiencing a fall. An impedance check was performed and revealed high/invalid impedance. X-rays were taken and the lead was found to be partially pulled out of the ipg header. As a result, the patient will undergo surgical intervention to address the issue with the lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2015-05404. The patient had two leads from the same lot. Follow-up revealed the patient's leads were explanted and replaced. Surgical intervention resolved the patient's issue.